Event description:
It was reported to boston scientific corporation that a prefyx pps system was used during a procedure to treat urinary incontinence. The procedure was performed on (B)(6) 2007. According to the complainant, post procedure, the patient presented with "serious bodily injuries" including pelvic pain and vaginal discharge. Several attempts at follow up have been unsuccessful.